Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant had to be removed due to the patient experiencing pain and discomfort after being restored. Implant was removed and replaced with another biomet implant. Tooth #30.

Manufacturer narrative:
One full osseotite® tapered certain® implant 5 x 11.5mm (ifnt511) was returned for investigation. Visual evaluation of the as returned product identified signs of usage and some markings most likely caused during removal but no apparent malfunction was identified. Product matched print specification where measured and product was inspected. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was none. The reported device was located on tooth #30 (universal) and was used for approximately 2 years and 2 months. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot number (2017071427) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review by lot number (2017071427) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.